Event description:
The physician used the cassi ii rotational core biopsy system for a ultrasound guided breast core biopsy on a mass. The doctor did not receive sufficient core samples. The pt required an add'l excisional biopsy because a definitive diagnosis was not obtained.

Manufacturer narrative:
Device was discarded and evaluation was not possible.